Manufacturer narrative:
Results: returned device was visually and functionally inspected and all parts were found to be within specifications. No other results could be determined from evaluation. Related mdrs: 3025141-2011-00016, 3025141-2011-00017.

Event description:
A sales representative reported that an acumed 4.5mm olecranon threaded compression rod, part number 40-0001-s, backed out of the patient's bone. The olecranon rod was removed and an unknown plate was implanted.